Manufacturer narrative:
Analysis identified no anomalies with the 8637-40. (B)(4).

Manufacturer narrative:
The other relevant components include: product ID neu_unknown_cath, serial# unknown, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving naropeine, morphine, and prialt via an implantable pump. It was reported that the hcp suspected a problem with the catheter, so he made an exam and saw that the catheter was plicate at the fixation/pump exit. As the catheter was plicate, the drug couldn't diffuse so the pump was in hyper pressure for a long time (around 15 days). The hcp decided to explant the pump, but not the catheter. The patient status was alive - no injury. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.